Manufacturer narrative:
D6a - implant date: estimated based on aware date. Investigation results: the device remains implanted in the patient; therefore, product analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the eluvia device confirmed that the event of restenosis was a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as known inherent risk of device.

Event description:
It was reported that the patient experienced in-stent restenosis requiring additional intervention. The 99% stenosed target lesion was an area of in-stent restenosis of an unknown eluvia stent located in the moderately tortuous and non-calcified right superficial femoral artery. A 6.0 x 200mm, 150cm ranger balloon catheter was advanced for dilatation. During the initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured vertically at the distal part. The device was removed, and the procedure was completed with another of same device.

Manufacturer narrative:
D6a - implant date: estimated based on aware date.

Event description:
It was reported that the patient experienced in-stent restenosis requiring additional intervention. The 99% stenosed target lesion was an area of in-stent restenosis of an unknown eluvia stent located in the moderately tortuous and non-calcified right superficial femoral artery. A 6.0 x 200mm, 150cm ranger balloon catheter was advanced for dilatation. During the initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured vertically at the distal part. The device was removed, and the procedure was completed with another of same device.